Event description:
On 30march2026, the manufacturer became aware of a serious injury complaint involving a patient warming blanket used during a surgical procedure. The patient was an 88-year-old woman with a history of hypertension under treatment, with blood pressure maintained within normal ranges. The patient had intact skin, no known peripheral vascular disease, and no other reported conditions that would predispose her to thermal injury. The warming blanket was applied prior to the initiation of surgery in the operating theatre and remained in place throughout the procedure and into the recovery room. The surgical procedure was a right hemicolectomy via laparotomy, during which the abdominal area was left uncovered. The chest area was covered by the smaller portion of the blanket. The blanket heaters were positioned facing upwards, in accordance with the instructions for use (IFU). Two fabric sheets were placed between the patient's skin and the blanket. No fixation belts, straps, additional bedding, or external pressure were applied over the blanket, and the blanket did not fold during use. The blanket was activated approximately 5-10 minutes prior to application. Ambient room temperature was reported to be 20-21°c. The blanket was used in both the operating theatre and recovery room, and it was not removed until the patient was in recovery. The total duration of use was approximately 11 hours, from 11:30 a.m. To 10:30 p.m. The exact timing of the injury occurrence could not be determined. At approximately 10:30 p.m. In the recovery room, it was observed that the patient had sustained second degree thermal burns to both breasts. The injuries consisted of a large blister measuring approximately 10 × 10 cm on the left breast and a smaller blister measuring approximately 3 × 3 cm on the right breast. Medical intervention was required to treat the burns, consistent with a serious injury. The blanket was not exposed to excessive oxygen levels, and no oxygen delivery device was placed over the heater. Packaging was reported to be intact at the time of opening. No deviation from the IFU was identified based on the information available. The device was positioned correctly, and all reported use conditions were within specified parameters. Based on the information available, this event represents a device associated thermal injury and meets MDR reportability criteria under 21 cfr 803 due to the occurrence of a serious injury. The presence of a device malfunction has not been confirmed at this time. The exact root cause of the injury and the time of occurrence remain undetermined. Device evaluation status is not returned or expected, and the investigation is ongoing. The device was removed from the us market and deregistered with the FDA on 05mar2026; however, this event occurred on 07nov2025, while the device was still on the us market. Therefore, we are reporting this event (which occurred outside of the us).

Manufacturer narrative:
As part of the design control process for the development of this medical device, a comprehensive risk assessment was conducted in accordance with iso 14971. Identified risks have been mitigated through design verification and validation activities which confirms the intended use. Investigation of the batch records of product incl. Warmers has been performed which shows that the product incl warmers are within required temperature specification. According to the products instruction for use (IFU), pd-758280, "barrier easywarm should be used by or under the supervision of a qualified health care professional" and "monitor cutaneous response regularly, according to clinical judgment". The products labelling "IFU" has been reviewed and the safety conditions are judged to be valid as is.

Event description:
On 30march2026, the manufacturer became aware of a serious injury complaint involving a patient warming blanket used during a surgical procedure. The patient was an 88-year-old woman with a history of hypertension under treatment, with blood pressure maintained within normal ranges. The patient had intact skin, no known peripheral vascular disease, and no other reported conditions that would predispose her to thermal injury. The warming blanket was applied prior to the initiation of surgery in the operating theatre and remained in place throughout the procedure and into the recovery room. The surgical procedure was a right hemicolectomy via laparotomy, during which the abdominal area was left uncovered. The chest area was covered by the smaller portion of the blanket. The blanket heaters were positioned facing upwards, in accordance with the instructions for use (IFU). Two fabric sheets were placed between the patient's skin and the blanket. No fixation belts, straps, additional bedding, or external pressure were applied over the blanket, and the blanket did not fold during use. The blanket was activated approximately 5-10 minutes prior to application. Ambient room temperature was reported to be 20-21°c. The blanket was used in both the operating theatre and recovery room, and it was not removed until the patient was in recovery. The total duration of use was approximately 11 hours, from 11:30 a.m. To 10:30 p.m. The exact timing of the injury occurrence could not be determined. At approximately 10:30 p.m. In the recovery room, it was observed that the patient had sustained second degree thermal burns to both breasts. The injuries consisted of a large blister measuring approximately 10 × 10 cm on the left breast and a smaller blister measuring approximately 3 × 3 cm on the right breast. Medical intervention was required to treat the burns, consistent with a serious injury. The blanket was not exposed to excessive oxygen levels, and no oxygen delivery device was placed over the heater. Packaging was reported to be intact at the time of opening. No deviation from the IFU was identified based on the information available. The device was positioned correctly, and all reported use conditions were within specified parameters. Based on the information available, this event represents a device associated thermal injury and meets MDR reportability criteria under 21 cfr 803 due to the occurrence of a serious injury. The presence of a device malfunction has not been confirmed at this time. The exact root cause of the injury and the time of occurrence remain undetermined. Device evaluation status is not returned or expected, and the investigation is ongoing. The device was removed from the us market and deregistered with the FDA on 05mar2026; however, this event occurred on 07nov2025, while the device was still on the us market. Therefore, we are reporting this event (which occurred outside of the us).